Manufacturer narrative:
Citation: kowalewski m et al. Transcatheter aortic valve implantation with the new repositionable self-expandable medtronic evolut r vs. Corevalve system: evidence on the benefit of a meta-analytical approach. J cardiovasc med (hagerstown). 2019 apr 1;20(4):226-236. Doi: 10.2459/jcm.0000000000000757. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis comparison of the outcomes for patients following transcatheter aortic valve replacement with either a corevalve bioprosthesis or an evolut r bioprosthesis. All data were screened and selected from a search of pubmed, embase, cinahl, the web of science, the cochrane register of controlled clinical trials and google scholar through the end of november 2017. Ten retrospective series were analyzed with a study population of 12,294 patients (predominantly female; mean age 82 years), 7,422 of which were implanted with a medtronic corevalve bioprosthetic valve and 4,872 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, one death occurred during the procedure (corevalve recipient); however, the cause of death was not reported. The in-hospital mortality was 2.61% (107 evolut r patients) and 3.64% (222 corevalve patients), respectively. The 30-day all-cause mortality was 3.4% (158 evolut r patients) and 5.09% (355 corevalve patients), respectively. Based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: new permanent pacemaker implantation, second valve implanted during initial procedure, reintervention on the aortic valve, coronary occlusion (1 corevalve case was reported), deep valve implant, valve embolization, cerebrovascular events, myocardial injury, mild-moderate-severe paravalvular leak, major vascular complications, life-threatening/major bleeding, elevated post-operative mean gradients, and vascular/access site complications. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.